Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from november 04, 2019 - november 05, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph was performed which showed residual fluid inside the bladder of the device. Due to the nature of the sample, no additional testing could be performed. The reported condition was verified through photo inspection. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) underinfused during a patient infusion. The patient was connected to the device and approximately two days later, the patient was disconnected and at that time, 30ml remained in the device. The device had been filled with fluorouracil. It was reported that upon disconnection, the drug did not flow out of the tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.